Manufacturer narrative:
Batch review performed on 15-apr-2021_ lot 2004124: 20 items manufactured and released on 21-aug-2020. Expiration date: 2025-08-19. No anomalies found related to the problem. To date, 7 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had primary knee surgery and was implanted with competitor implants. On (B)(6) 2021, the patient had the competitor implants revised to medacta implants and the cause of the revision is unknown. Presently, on (B)(6) 2021, the patient came in reporting pain due to a failed tibial component, which subsided on one side. The cause of the failed tibial component is unknown. The surgeon revised the tibial tray and insert and added a fluted extension stem and tibial augment. The surgery was completed successfully.